Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis, and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was stated that the customer experienced a high blood glucose reading of 500 mg/dl. The customer was hospitalized and the blood glucose reading went down to 250 mg/dl. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump did not pass the self tet. It was stated that the insulin pump had a low battery alarm. Nothing further was reported.